Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned and in tack. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and investigation showed all processes were effective. No product malfunction or deficiencies were identified.

Event description:
Customer reported that approximately 2-3 weeks prior to calling she experienced an allergic skin reaction while wearing an adc freestyle libre sensor, after three days of wear. She further reported having contact with a healthcare provider on an unspecified date and was prescribed clobetasol (clobetasol proprionate, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in section is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately 2-3 weeks prior to calling she experienced an allergic skin reaction while wearing an adc freestyle libre sensor, after three days of wear. She further reported having contact with a healthcare provider on an unspecified date and was prescribed clobetasol (clobetasol proprionate, a corticosteroid). No additional treatment was reported. There was no report of death or permanent injury associated with this event.